Manufacturer narrative:
The field service engineer (fse) inspected the device and verified customer's complaint, and found the battery was not charging prop erly/intermittent and error code lb0092 (backup power source - bps current out of range). The fse replaced the bps printed circuit board (pcb) and calibrated the flow sensors, expiratory valve, atmospheric pressure. The ventilator passed all testing and was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 840 ventilator became inoperable due to faulty battery. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Added additional codes to evaluation codes method, result and conclusion. Device evaluation summary: the condor backup power supply (bps) printed circuit board (pcb) was returned for failure investigation. A visual inspection of the returned part was conducted with no anomalies were observed. The manufacture date of the pcb assembly is (B)(4) 1998. The part was attached to the failure investigation test ventilator for analysis. The ventilator powered up normally and no errors were recorded in the diagnostic logs. The ventilator was put into normal ventilation mode and ran successfully in ventilation mode for 26 hours. A review of the ventilator diagnostic logs revealed that no errors and no unexpected alarms were observed during the run in period. Additional testing was performed with running the ventilator on battery only. The ventilator performed as expected. The reported event could not be duplicated. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.